Manufacturer narrative:
Continuation of d10: product ID tm91d0 (serial: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced a return of tremors when the device programming group unexpectedly changed from group a to group b, and the tremors stopped when the patient switched back to group a. The patient also reported that the patient communicator battery was showing low and that the communicator could not be charged, as the battery light flashed yellow despite being plugged in for approximately eight hours. The communicator had been plugged into a power port with multiple items charging simultaneously. Troubleshooting steps included instructing the patient to plug the communicator into its own ac power source, after which the green light began flashing and the communicator was successfully used to synchronize with the implanted neurostimulator, confirming a 5% battery level. The patient was advised to monitor the issue and contact support if charging did not resolve the problem. The patient confirmed that after switching back to group a, the tremors ceased, and the programming group remained on a upon subsequent checks. No patient complications have been reported as a result of this event.